Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the bearings are worn and loose causing the device to run hot and vibrate. Worn and loose bearings created a situation where the cutter was not able to be inserted. This is because if a cutter was able to be inserted with this type of damage and the device ran, it would create heat and vibration from the damaged bearings. These two issues were caused by the worn and damaged bearings that were no longer in axial alignment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was observed that the -bearings were worn, the sleeve damaged and there was strong vibration on the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.